Event description:
It was reported a pt "developed an abscess 6 weeks after xrt [radiation therapy], who eventually required debridement and a vac [vacuum - negative pressure wound therapy]". Treatment included oral antibiotics "while the balloon was in place". Additionally, it was reported that the pt had "at least 1 cm of skin spacing between the balloon and the skin". We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot number not provided by the complainant, therefore, the exp date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the mammosite device as a lot number was not provided by the complainant. According to the mammosite radiation therapy system instruction manual: the pt and/or her rep should be informed of possible complications associated with the use of this product. Abscess is identified as a possible complication. Based on the info obtained to date, no direct correlation can be made between the reported event and the mammosite system. If add'l relevant info is received, a supplemental medwatch will be filed.